Event description:
21 yo female with crohn's disease on total parenteral nutrition at home. Pt discontinued infusion after an alarm (+0-0) could not be cleared. Pt. Did not contact facility or m.d. Until the following day.